Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they have their device removed on (B)(6) 2016 because of a car accident in (B)(6) 2016. No further patient complications are anticipated or expected as a result of this event.